Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02351. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 08/06/2013. (B)(4): it was reported that the patient underwent partial mesh removal in 11/2006 due to mesh protrusion.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02351. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent debridement of exposed graft on (B)(6) 2006 and (B)(6) 2006 by dr. (B)(6).

Event description:
It was reported that the patient underwent debridement of exposed graft on (B)(6) 2006 and (B)(6) 2006 by dr. (B)(6).